Manufacturer narrative:
(B)(4) device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record (DHR) review was performed for part # 03.221.012s, lot # l030210: manufacturing location: (B)(4), manufacturing date: 24.jun.2016, expiry date: 01.jun.2018: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing investigation was performed on the subject device. Product returned in the open original packaging. The article is in the middle of the total length broken (two parts now) and strongly deformed. (DHR) from article 03.221.012s lot l030210 was checked. Subcomponent is manufactured by a supplier; no DHR for the subcomponent was available. The DHR for the final product was reviewed; no deviations or irregularities were found. In order to measure the inner diameter, at both ends, the deformed part of the item needed to be cut off. However the decision taken not to cut the deformed part, because cutting could lead to further deformation and influence the measurement. A function test cannot be performed, no defined function test in place. All dimensions, related to the complaint description as a failure source where checked, and there were no deviations found. The material certificate was checked, no irregularities were found. Complaint is confirmed because the product is damaged. The complaint is deemed as not valid because the relevant dimensions were measured and no manufacturing issue could be found. Exact root cause for this complained issue could not be determined. No manufacturing related issue was identified during the internal investigation and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that the patient underwent surgery for femur trochanteric fracture on (B)(6) 2017. After the surgeon pushed the cable passing tube through the tube of cerclage passer, he tried to pass a cable 1.7mm. However, it didn¿t pass through so he extracted it. Then he found out that the cable passing tube was bent. When the surgeon used another cable passing tube, the cable didn¿t pass as well. Eventually he managed to pass the cable but when he removed the cable passing tube (the second one), it was bent as well. Additionally, the cerclage passer tips were slightly deformed. The procedure was completed successfully. The surgery was extended for thirty (30) minutes. Patient outcome was not reported. During the manufacturer investigation process, it was identified that the device is broken in two pieces. This condition was reassessed and determined to be reportable on may 15, 2017. Concomitant device: cable (part# unknown, lot# unknown, quantity 1). This report is for one (1) cable passing tube. This is report 3 of 3 for (B)(4).